Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the rep that the hp052 was not connecting to the generator properly. There was no consequence to the pt.